Event description:
It was reported that during a clinic visit, this pacemaker exhibited farfield oversensing on the atrial channel and received an alert of an increase of brady pacing rate. The health care professional (hcp) called technical services (ts) to review the presenting electrogram (egm) and inquired about the cause of the stored rythmiq events. Ts reviewed the egm and noted that the device was blanking some of the far field atrial signals and that the rythmiq feature is only triggered by the long sensing and pacing in the right ventricular (rv) channel. The device is operating as programmed. At this time, the device remains in service. No additional adverse patient effects were reported.